Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the sample revealed that it was returned with its trigger partially engaged. There was also a partially formed staple stuck in the forming tool. The stapler was received with 18 staples left in the device indicating that at least 17 staples were fired by the end user. In order to perform functional inspection, the trigger cycle was completed by applying hand pressure to the trigger. By completing the trigger cycle, the partially formed staple was able to properly form and release from the device. These actions were repeated for the next 3 staples with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All 14 remaining staples were able to properly fire and close into the skin pad. All staples were fired from the stapler with no difficulty. No defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned device. The stapler was able to properly fire all remaining staples. The reported complaint of "misfire/jamming staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. No defects or anomalies were observed with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the staples did not come out from the stapler during a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73h1900608. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples did not come out from the stapler during a surgery. Therefore, a new unit was used instead.